Event description:
As reported, during use in patient, it was difficult to place a swan ganz catheter in this intro-flex percutaneous sheath. Both devices were removed as a whole and then inserted a new swan ganz catheter and introducer using the same insertion site with a new stick. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis. However; it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Device not received.

Manufacturer narrative:
The introducer was received by our laboratory for a full evaluation. As received, a swan ganz catheter was received stuck in this introducer and could not be neither be advanced nor pulled. The sheath tip of this introducer was noticed inverted inwards aligned with catheter kink. Sheath body was found bunched at approximately 8cm from tip, aligned with the received swan ganz catheter proximal thermal filament cover. Once sheath tip of the introducer was unbend and bunched area was released, the catheter could be withdrawal from sheath. Distal contamination shield connector was received pulled from plastic shield. Based on this, the reported event of placement difficulties was confirmed. Further investigation performed by the engineers at the manufacturing site. As part of the manufacturing process there are controls in the manufacturing process to prevent this type of conditions evaluated such as kinks. In addition, the manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, device manufacturer date, expiration date, component codes and investigation codes were updated in their respective fields. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.